Event description:
On or about 7/23, 1992 a performance of a venipuncture of a pt with an infectious disease (hiv/aids) and when disposing of the needle into a needle stick in the finger auser alleges trauma from the needle stick and has filed a legal complaint against the container's manufacturer. Two manufacturers cited in the complaint: sage and becton dickinson.